Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a "replace sensor" message with the abbott diabetes care (adc) device. The caller indicated that due to this issue, customer experienced nervousness and disorientation and required treatment of sugar by a non-healthcare professional. There was no report of death or permanent injury associated with this event.